Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. The customer's hcp recommended that the customer go to the hospital for treatment and evaluation due to the patient having confusion. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.